Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for erosion. Information was also received that the ipg was re-implanted in a new site.